Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. The vse instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer stated that the vessel sealer extend (vse) instrument was partially working. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and it failed the intuitive motion test, exhibiting imprecise motion. The instrument was driven on a da vinci in-house system, but imprecise motion was being experienced. There was a slight delay to the wrist movement output to what the hand motion being experienced at the master tool manipulator (mtm). Additional observation included the wrist cable was found to be loose at the backend upon removing the housing. The complaint was confirmed by failure analysis. Corrected information is found in the following fields based on the updated primary product: d4 (batch sequence was added to the product lot number).

Event description:
Refer to h10/h11 for follow-up information.